Manufacturer narrative:
The reported event was not confirmed. A service technician evaluated the device and observed that the device performed to spec, and no smoking symptoms were noted. The device was returned to the customer.

Event description:
It was reported that during a case at the user facility the device began smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during a case at the user facility the device began smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event